Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high system shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the system impedance had increased since implant. Rhythmcare then recommended performing an x-ray to evaluate the system placement. A defibrillation threshold (dft) test was performed with unsuccessful conversion. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high system shock impedance measurements. Device data was sent to rhythmcare for review. Data review determined the system impedance had increased since implant. Rhythmcare then recommended performing an x-ray to evaluate the system placement. A defibrillation threshold (dft) test was performed with unsuccessful conversion. This device system was subsequently explanted and replaced. No additional adverse patient effects were reported.